Event description:
It was reported that the patient with this lead exhibited right atrial (ra) undersensing. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.